Event description:
During a procedure for an ankle fracture, the threads on a 4.0mm cannulated screw peeled during insertion. Surgeon removed the screw and the threads, used another screw and completed the procedure without further incident.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned and no catalog number or lot number was provided.